Manufacturer narrative:
The sample reported with leaking was discarded prior to return and evaluation and no photographs of the failure were made available by the end user. As the product failure was identified prior to patient administration, no adverse event was reported. Should additional relevant information become available, a supplemental report will be provided.

Event description:
A customer reported that one parenteral nutrition bag was leaking during storage at the patient's home prior to use. There was no report of patient injury or medical intervention as a result of this event. No product sample or photos of the sample are available for investigation. No additional information is available.